Event description:
Endoscopic (ercp) stent placement case for normal anatomy (transpapillary) was performed with zebd-7-7. After using a straightener to straighten the zebd-7-7 and it was attemped to use for stent placement under ercp, the wire guide (olympus/vidiglide2 g-260-2545a) was caught and could not be inserted. Upon checking the product, the stent was found to be kinked, so use was discontinued. The physician completed the procedure with another same device (lot unknown). No health hazard. User's comment: I thought the event was due to kink of the stent. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact upon passing wireguide though the stent. 2 what was the target location for the stent? Common bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically on the shelf. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/vidiglide2 g-260-2545a 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Unknown 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? The procedure was completed with another stent of same rpn (unknown lot). 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 9 how did the physician determine the length of the stent to be used for the procedure? Measured under fluoroscopy 10 where was the stricture located in the duct? Common bile duct. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example, guiding catheter shortened. No. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. 25 did the patient require any additional procedures as a result of this event? No. 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.